Event description:
A consumer reported that after having intraocular lens (iol) implanted bilaterally, he has blurry distance vision and can't see up close to read. In a follow up, the surgeon reported that the cause of the event is unk. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was received on (B)(6) 2014. (B)(4).